Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information (d4) and 510k (g3) are not available.

Event description:
In the chinese literature review, one publication states that: literature information: wu meiqiong, lin yazhou, chen lin, et al. Safety and efficacy of second-generation cryoballoon ablation for atrial fibrillation combined with hypertension. Fujian medical journal, 2024, 46(02): 31¿35. Doi:10.20148/j.fmj.2024.02.008. A total of 1,027 patients with atrial fibrillation who underwent second-generation cryoballoon ablation at fujian provincial hospital were included. A brk transseptal puncture needle (abbott, USA) was used during the procedure. Events of cardiac tamponade were reported.